Event description:
It was reported that prior to cardiac surgery the device had a battery voltage of minimum of 2.70v and eight months battery life left, so the physician determined a changeout would not be performed. The device output was increased in preparation for the surgery. Two hours after surgery the device went to elective replacement indicator (eri) and switched to vvi65 mode. The battery voltage measured 2.51v. No cardiac wires were used during the surgery. The device was removed and replaced the next day, and the post changeout voltage was 2.72v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.